Event description:
Indication: selective deficiency of immunoglobulin g [igg] subclasses; patient reported that the pump is not working properly. Patient stated it has been getting slower and slower. My last infusion, it added 2+ hours to my total infusion time. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? N/a is the actual device available for investigation? Yes, upon patient return did we replace device? Yes.